Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage at the connection site. The following information was provided by the initial reporter: during the indwelling needle puncture for the patient, fluid leakage was found at the connection between the needle stem and the front-end hose. The puncture was stopped immediately, the needle was pulled out, and the indwelling needle was replaced again.

Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 1020967. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. Investigation conclusion: DHR review: the complaint gauge is 24g,assembly at auto line 4 in feb. 2021,packaging at cfs packing machine in feb. 2021, lot quantity is 186k. Review the in process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormal for it. Reviewed the production record and machine troubleshooting records for this lot product, no abnormality, deviation or rework activities found. Leakage test the 2 retained samples, all passed. No abnormality found on process, as no defective sample returned, further analysis could not be done. The root cause of the leakage between the needle stem and the front-end hose could not be determined.